Manufacturer narrative:
Quality control (qc) results and system check prior to, and during the timeframe of the event, met established specification. Samples were collected in lihep plasma tubes and were spun on a centrifuge for two minutes. Service was dispatched on (B)(4) 2011. The field service engineer replaced the wash wheel and completed major preventive maintenance activities. Subsequent system check, high sensitivity system check, and quality control assessments met established specifications. The unit was returned into service. Although hardware issues were addressed, a definitive root cause has not been determined to date. The mdrs associated with this event consist of: 2122870-2011-01837, 2122870-2011-01874, 2122870-2011-01875, 2122870-2011-01876.

Event description:
The customer reported cardiac troponin (accutni) results in the risk stratification range and imprecise results within the risk stratification range were generated on the access 2 immunoassay system for multiple patients on multiple days. This report represents the results generated on (B)(6) 2011. Customer supplied data indicates that on (B)(6) 2011 erroneously elevated accutni results within the risk stratification range for five patients and imprecise results within the risk stratification range for one patient were generated on an access 2 immunoassay system. The results was reported out of the laboratory, however there was no report of death, serious injury or modification to patient treatment as a result of this event. Retests of the samples on (B)(6) 2011, on the same instrument, as well as an alternate access instrument, generated results that were within the normal reference range for five patients and results still within the risk stratification range but outside of accutni assay precision limits for one patient.